Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) pim assembly and possibly other pcbs were shorted. The fst inadvertently caused a system failure by removing the pim while the unit was still powered on. There was no patient involvement reported.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had system failure. The issue occured during pm, no patient involvement or adverse event reported. Getinge field service technician (fst) during pm service, inadvertently caused a system failure by removing the pim while the unit was still powered on. The system failed to power up.once the pim assembly was replaced, the system would now power up successfully.however, the following error logged multiple times:fault code # 118: "sol wdt fail " - a critical error detected in the hardware watch dog circuit on the solenoid driver board.also unable to calibrate the 30psi transdcuers, peform fiber optic test, compressor output test or autofill.the system would also alarm when connected to ac power despite been powered off.solenoid driver board and power management board both had to be replaced in the cardiosave console.complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications.unit returned to customer and cleared for customer use. The failure analysis and testing dept. Received the following parts associated with this complaint pim assembly, solenoid control board, power management, rohs . These boards were received with the reported complaint of electrical short, damage to pcbas. Fault code #118 sol wdt fail.the failure analysis and testing dept. Performed a visual inspection on pim assembly and found the pim assembly to be in good condition. The fat dept. Then performed a visual inspection on power management, rohs and observed white residue on component l7. Based on past experience, this residue is consistent with saline. CAPA 14-ca-0097 has been initiated to address this issue.a visual inspection was performed on solenoid control board and the fat dept. Observed that component q7 was shorted. Probable cause of the shorting of q7 was due to the saline dripping on component l7 which caused a short on the solenoid control board. The failure analysis and testing dept. Installed the pim assembly into the cardiosave test fixture and tested the pim assembly to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision r. The pim assembly passed testing. Due to the damage to the power management board and the solenoid control board these parts cannot be investigated any further by the fat dept. The board will no longer go back to the supplier, as the supplier is unable to test this part, due to being an old revision, and has rejected it. Retaining the parts in the fat dept. Per procedure number 0002-07-d008 rev.an.retaining the parts in the fat dept. Per procedure number 0002-07-d008 rev.an.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
It was reported that during preventive maintenance (pm) a getinge field service engineer (fse) found the cardiosave intra-aortic balloon pump (iabp) had system failure. Fse confirmed inadvertently caused a system failure by removing the pim while the unit was still powered on. The system failed to power up. Once the pim assembly was replaced, the system would now power up successfully. However, the following error logged multiple times:fault code # 118: "sol wdt fail " - a critical error detected in the hardware watch dog circuit on the solenoid driver board. Also unable to calibrate the 30psi transducers, perform fiber optic test, compressor output test or autofill. The system would also alarm when connected to ac power despite been powered off. Solenoid driver board and power management board both had to be replaced in the cardiosave console. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for customer use. The defective components were received for further investigation. The failure analysis and testing dept. Received pim assembly , solenoid control board and power management, rohs . These boards were received with the reported complaint of electrical short, damage to pcbas. Fault code #118 sol wdt fail. The failure analysis and testing dept. Performed a visual inspection on pim assembly ., and found the pim assembly to be in good condition. The fat dept. Then performed a visual inspection on power management, rohs , and observed white residue on component l7. Based on past experience, this residue is consistent with saline. CAPA 14-ca-0097 has been initiated to address this issue. A visual inspection was performed on solenoid control board and the fat dept. Observed that component q7 was shorted. Please see attachment for evidence of the damage to the boards. The picture for the power management, rohs when taken doesn't show a good representation of the saline. The saline was observed more clearly with a microscope. Probable cause of the shorting of q7 was due to the saline dripping on component l7 which caused a short on the solenoid control board. The picture for the power management, rohs when taken doesn't show a good representation of the saline. The saline was observed more clearly with a microscope. The failure analysis and testing dept. Installed the pim assembly into the cardiosave test fixture and tested the pim assembly to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision r. The pim assembly passed testing. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. Due to the damage to the power management board and the solenoid control board these parts cannot be investigated any further by the fat dept. The board will no longer go back to the supplier, as the supplier is unable to test this part, due to being an old revision, and has rejected it. Retaining the parts in the fat dept. Per procedure number 0002-07-d008 rev.an. The fat dept received parts from the supplier. The supplier evaluation states that perform incoming visual inspection and found component at location q7 was burned. The fat dept will retain this part as per procedure 0002-07-d008. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.